Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, low carbon dioxide (co2) result obtained on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site and performed service on the instrument. The cse replaced the sample 1 (s1) mixer which resolved the issue. The part replaced by the cse is part of normal troubleshooting/maintenance for issues of this nature. Service method testing run post service to verify instrument performance were within specifications. The data is consistent with an instrument related issue and probable cause related to inadequate sample mixing due to a failing sample mixer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, low carbon dioxide (co2) result was obtained on patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The same patient sample was retested on an alternate dimension vista instrument, resulting higher. The higher repeat result was reported to the physician(s) as the corrected result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant low carbon dioxide (co2) result.